Event description:
It was reported that the touchscreen was shattered. Reportedly, customer did not remember dropping the pump. Customer suspected to have inadvertently sat on the pump and the screen cracked. Reportedly, pump was semi functional as portions of the touchscreen were missing and could not be touched. Blood glucose was approximately 300 mg/dl. Customer had manual injections available as alternate insulin therapy.